Event description:
It was reported that the irrigation was noticeably not running from the sonopet console 110v (pedal & pole included) during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During evaluation the event of the irrigation not working could not be confirmed or duplicated. Set up error or insufficient fluid in the irrigation container are known causes of lack of irrigation.

Event description:
It was reported that the irrigation was noticeably not running from the sonopet console 110v (pedal & pole included) during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.